Event description:
A (B)(6), male, pt, contacted zoll customer support to report that his battery was not holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not hold a charge) has been confirmed. Upon eval, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and the battery pack faults is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified, but is likely liquid ingress of an unk substance. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.